Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latches were not working properly. The field service engineer performed cleaning on the tabs and molex connectors and applied conductive grease to all four latches to address the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door encountered a failure. The customer reported that the malfunction arose when the user attempted to administer medication to a patient, causing a slight delay in the dispensing process. There were no adverse events or injuries reported based on this incident.